Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, bruxism, peri-implantitis, pain, swelling, bleeding, inflammation, mobility. Chewing overload in bone type iii with resulting unscrewing of prosthesis. Same patient as (B)(6).